Event description:
The following information is from brasseler USA (b-USA) to nakanishi inc. (B)(4) regarding a device manufactured by nsk for b-USA. B-USA event summary: customer was performing general scaling and noticed the handpiece had gotten hot and burned the patient. The burn left a blister in the mouth bigger than the size of a pencil eraser. Not the tip, but the actual handpiece burnt the inside of the patient mouth. B-USA complaint review: (B)(4) . No other complaints for this serial number. The control box was reported to be serial (B)(4) no complaints for that serial number. The handpiece returned was serial number (B)(4) . No complaints for this serial number. B-USA investigation: the kit and control unit was purchased 10 april 2006, so was about 87 months old at the time of the complaint. There is no prior repair history for this unit. The control unit was evaluated by the repair technician. The water flow was good. When the control unit was tested with a handpiece and tip, they did not get hot when using water. No problem was found. The handpiece was also tested and no problem was found. The unit was run for 5 minutes and did not heat up. The food pedal and pc power unit was not returned, and so the system as a whole could not be tested. B-USA conclusion: unable to duplicate complaint. No problem found with control unit. B-USA did not return handpiece to nsk for the manufacturer's evaluation.

Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (va-lux-hp, serial no. (B)(4) ). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR.

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding the patient was available.